Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reports since device was implanted it had not been working as well as it should and patient had been having trouble charging due to the position of the implant battery. Patient was not getting a good connection and it was not sitting properly with the positioning of the battery. Patient saw manufacturer representative (rep) and the rep suggested to call and ask for a different belt. The rep told the patient they used the belt on other patients and it worked better. Redirected to healthcare provider. No symptoms were reported.